Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message with the adc device. The caller reported that the customer lost consciousness, and was taken to hospital. A healthcare meter result of 2.09 mmol/l was obtained, and the customer treated with juice for diagnosis of hypoglycemia. Additional treatment of asa (nsaid), donepezil (alzheimer's medication), finasteride (urinary retention medication), and vitamins were provided.there was no report of death or permanent injury associated with this event.